Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side of lump/nodule "nasty lymph node in neck¿, not device related. In addition patient reported concern with the product. Additionally, patient reported right side rupture. This record will be for the left side. Device remains implanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to concern with the product.

Manufacturer narrative:
Correction to mw 2668787. B5: this record will be for the right side.